Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that the catheterizing was conducted on (B)(6), 2014. On (B)(6), 2015, during the dialysis process, a large number of bubble were found. The doctor checked it and found that there was visible cracks in the body of the catheter. The product was tested prior to use. Patient involved was (B)(6), male was w/o injury. This surgery require medical intervention. Surgery time extended by was not more than 30mins. The patient is stable now. The catheter was removed and will be returned for investigation.

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and it revealed that the catheter had a hole on the tube of the catheter approximately at 4 centimeters below the suture wing. The most probable root cause can be due to excessive force used with the catheter or the catheter may have come into contact with rough edges. According to the instructions for use, the catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. A corrective action is not applicable at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.